Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with extruded conductor cables as seen through an x-ray on (B)(6) 2021. Since there were no reported lead issues, no changes were made. The patient was stable.